Event description:
According to the customer, the monitor was reading high by about "30 points".

Manufacturer narrative:
According to the customer, the monitor was reading high by about "30 points". The customer reported his physician increased his "lisinopril" medication dosage based on the inaccurate result. The customer reported after the medication was increased, he went to his physician's office, and it was discovered that the monitor results were inaccurate. The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.